Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer had high blood glucose levels (400 mg/dl). Customer loads cold insulin in cartridge.